Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a stroke and was hospitalized a year and a half ago. Customer stated that diabetes may have been a factor in addition to old age and high blood pressure in causing his stroke. Customer stated that he was not experiencing any high or low blood glucose and was treated solely for his stroke and not admitted for anything related to diabetes. Customer declined transfer for troubleshooting.